Event description:
The following information was received from global pharmacovigilance (gpv) and is a report by a consumer with supplemental information from a nurse in (B)(6) of peritonitis in a patient coincident with dianeal unknown therapy. On (B)(6) 2012, the patient was diagnosed and hospitalized with peritonitis. The mom does not know what caused the peritonitis. The patient was discharged from the hospital on (B)(6) 2012 and is recovering from this event. The patient was still using the pd solutions. Follow up information from the nurse on (B)(6) 2012. The nurse declined to provide additional information.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h11i01063, and h11j04082. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.